Manufacturer narrative:
(B)(4).

Event description:
It was reported that the receiver display was frozen. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Event description:
The product was evaluated. An external visual inspection was performed and passed. Receiver charge and boot tests were performed and failed, due to the receiver screen display being frozen white. Pictures were taken. Functional tests were not performed, due to the receiver screen display being frozen white. The receiver log was downloaded and reviewed, finding no error related to the complaint. After the receiver log was downloaded, the receiver would not turn on. The allegation was undetermined. A probable cause could not be determined, as the allegation was not found. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).